Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va1b5rz, product type lead.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the patient¿s tongue burning was a new oral medication. The medication was stopped and the symptoms and tongue burning were resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead unknown product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient in advanced evaluation. Patient reported that her tongue was burning. Patient stated she was allergic to all metals and therefore would have to have the lead removed. It was unknown if the issue was resolved at the time of the report. Patient status was noted as alive, no injury. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.